Event description:
I don't remember the exact date, but it was sometime in summer of 2000. I had lasik surgery and I'm semi-unhappy. Vision is not as good now as I had hoped it would remain, even though it was about 20/15 for some time after the surgery. Severe dry eyes and halo effect, uncomfortable at times with night vision/driving. Surgical results still better than contacts were for me, but overall wish I had stuck with glasses, I think. I continue to use restasis eye drops for dry eyes and experience much discomfort most mornings wear glasses to bring vision back up to 20/20. Must have 20/20 for my job.